Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing during video assisted thoracoscopic surgery gemini, the needle broke from the suture. Another suture was used with the same instrument to complete the case. There was no patient injury.